Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced hub disconnection. This event occurred once. The following information was provided by the initial reporter. The customer stated: when preparing to collect blood from the veins of the physical examination guests, the hub (including the viewing window) is disconnected when the needle holder is rotated and connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub breaks off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced hub disconnection. This event occurred once. The following information was provided by the initial reporter. The customer stated: when preparing to collect blood from the veins of the physical examination guests, the hub (including the viewing window) is disconnected when the needle holder is rotated and connected.